Event description:
Patient's contacted dexcom on 06/23/2015, to report that on (B)(6) 2015, the patient passed way. Reportedly, the patient had the flu and ketoacidosis, and was not wearing their dexcom continuous glucose monitoring system at the time for unknown reasons. The patient's roommates found him, called the paramedics and attempted cardiac pulmonary resuscitation (CPR) on the patient while waiting. The paramedics arrived and continued CPR and got the patient pulse back briefly, but were unsuccessful and the patient expired. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). There was no malfunction alleged against the device and the device was not being used at the time of event. It should be noted that diabetes is a known cause of death.